Manufacturer narrative:
The device was not returned therefore no device analysis could be performed. A review of the device history record (DHR) was performed on the lot and no issues were found no similar complaints were found in the lot. The device labeling and directions for use (dfu) were reviewed and revealed that the labeling and/or dfu contains these warnings: "never advance or withdraw the imaging catheter without fluoroscopic visualization because it may cause vessel injury or patient complications." Do not advance the catheter if resistance is encountered. The catheter should never be forcibly inserted into lumens narrower than the catheter body or forced through a tight stenosis. A catheter that is forcibly advanced may cause catheter damage resulting in vessel injury or patient complications. If resistance is met upon withdrawal of the catheter, verify resistance using fluoroscopy, then remove the entire system simultaneously. A catheter that is forcibly removed may cause vessel injury or patient complications. When advancing the catheter through a stented vessel, catheters that do not completely encapsulate the guidewire may engage the stent between the junction of the catheter and guidewire, resulting in entrapment of catheter/guidewire, catheter tip separation, and/or stent dislocation. When readvancing a guidewire after deployment of stent(s), at no time should a catheter be advanced across a guidewire that may be passing between one or more stent struts. A guidewire may exit between one or more stent struts when recrossing stent(s). Subsequent advancement of the catheter could cause entanglement between the catheter and the stent(s), resulting in entrapment of catheter/guidewire, catheter tip separation and/or stent dislocation. Use caution when removing the catheter from a stented vessel. Inadequately apposed stents, overlapping stents, and/or small stented vessels with distal angulation may lead to entrapment of the catheter with the stent upon retraction. When retracting the catheter, ensure that the short rail distal tip is parallel to the guidewire. Separation or bending of the guidewire may result in kinking of the guidewire, damage to the catheter distal tip, and/or vessel injury. The looped guidewire or damaged tip may catch on the stent strut resulting in entrapment. The following was determined based on the labeling review: according to the event description, the device was used in an animal experiment within the carotid artery. This is against the indications for use which prescribes use in the "coronary intravascular pathology only". It is unlikely the use within the carotid artery caused or contributed to the reported event. With the available information, it cannot be determined if the product was prepared or used according to the directions for use. The risk of tip detachment is included within the labeling of the product. The root cause for the reported tip detachment cannot be definitively determined as the device was not returned for analysis, however, based on the available information in the event description, this complaint can not be excluded as a possible brittle tip failure; a cause of undeterminable was assigned. Customer notification has been distributed to (B)(6) customers and sent to the pmda. FDA report of correction and removal was filed (B)(4) 2001 ((B)(4)).

Event description:
It was reported that the intravascular ultrasound (ivus) catheter was used in an animal study to image a lesion in the carotid artery of a swine. During 2nd pullback of the catheter, approximately 2cm of the distal tip detached. (B)(4)

Event description:
It was reported that the intravascular ultrasound (ivus) catheter was used in an animal study to image a lesion in the carotid artery of a swine. During 2nd pullback of the catheter, approximately 2cm of the distal tip detached.